Event description:
Surgical intervention was undertaken on (B)(6)2024 wherein the lead was repositioned and reinserted to the ipg. Therapy was restored post procedure.

Event description:
It was reported that the patient was unable to set their system into MRI mode due to high impedances on one lead. Additionally, imaging confirmed that the lead detached from the ipg. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.